Event description:
The pt was implanted with a siltex saline mammary implant on 7/1/93, subsequently a mammogram was performed and it was suspected that the pt had experienced a deflation of the device. Upon removal of the device on 1/30/98, it was discovered by the doctor that the pt had not experienced a deflation but rather an infection.